Event description:
Customer reported she was hospitalized due to a scheduled surgery. Customer stated she responded yes to the question because she was hospitalized. Customer was advised the question was intended to ask if the 530g system and has she needed emergency medical assistance due to low or high blood glucose levels. Customer then stated she probably should have answered no to both survey questions. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.